Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the patient had low blood pressure and was short of breath. The reporter stated that the doctor was wondering if the battery had "died". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.